Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the mechanics swing fork and the saw attachment were blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the mechanics swing fork and the saw attachment device were blocked on the oscillating saw attachment device. It was noted in the service order that the device had a jammed attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.